Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus/basal. Customer's blood glucose was unknown. The customer did not expose the insulin pump to a high magnetic field. Customer also stated they were able to complete the rewind sequence on their insulin pump. It was also found the customer had a off no power alarm on the insulin pump. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. The insulin pump powered up properly after battery installation and had operating currents within specification. No off no power anomaly was noted. No motor error alarm was noted. The motor was tested outside of the device and passed. No cosmetic damage was noted.